Event description:
It was reported that this pt was in the hospital in cardiogenic shock following a massive myocardial infarction. An intra-aortic balloon was indicated prior to cardiac catheterization. Following insertion of the iab, the doctor attempted to aspirate, but could only inject. The iab was then removed and replaced with another arrow iab (product s840c.) There were no further difficulties or pt complications.